Manufacturer narrative:
A sample has been available that has not yet reached manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic knife was dull during a cataract surgery. The surgery was completed without product replacement. There was no harm to the patient.

Manufacturer narrative:
A opened 2.4mm knife in a blade protector (bp) tray was received, for the report of a dull blade. The sample was visually inspected and was found to be conforming. The sample was then functionally tested for penetration and was found to be conforming. No lot number was identified with this complaint. Therefore, a device history record review could not be conducted. The returned sample was found to be visually and functionally conforming. Therefore, a dull blade as described in the complaint was not confirmed. And a root cause cannot be determined, for the complaint as described by the customer. No action was taken as the knife was manufactured to specifications. All knives are 100% inspected by trained operators using a minimum of 10x magnification, during manufacturing. Functional penetration testing is performed and monitored, during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).